Manufacturer narrative:
This lead was expected to be return. Should additional information become availalbe this investigaiton will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pace impedance measurements and noise. Pace inhibition was also noted. The lead was thus explanted and was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pace impedance measurements and noise. Pace inhibition was also noted. The lead was thus explanted and was expected to be returned. No additional adverse patient effects were reported.